Manufacturer narrative:
Cannula rear end was bent and stuck out of the cannula holder. The customer stabbed himself in the skin, which caused him to bleed. Visual inspection of the returned device showed that the cannula cartridge end is bent and have punctured the needle hub. The batch record review showed no abnormalities or deviations from the validated manufacturing process for the main batch: 201307. Process documentation was reviewed and investigation verified that before the peel foil is sealed, the angle of the cannula cartridge end (wobble circle) was checked 100% during the assembly process. No similar non-conformance found.

Event description:
Cannula rear end was bent and stuck out of the cannula holder. The customer stabbed himself in the skin, which caused him to bleed.